Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).

Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) device generated a system over-temperature alarm during use. No harm was reported.